Event description:
It was reported that during the preparation for ureteroscopy procedure, the fiber broke when the laser turned on, the procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber, no visible defects were found. The glass tip was in good condition. During functional testing light from the subminiature a connector (sma) connector face had burn marks on connector, however the light passed through the connector and the aiming beam was bright and round. The fiber was connected to the console, the console read "treatments used 0. Treatments left 1". Burn marks on a connector face can be caused by prolong use of the device and/or the blast shield being damaged. In addition, the aim beam can become misaligned and may overheat the connector. It is likely that the interaction between the console and fiber may have led to overheating before procedure, ultimately causing the burning on the connector face and leading to the connector separating from the fiber. The manufacturer has reviewed the information in the product investigation and has concluded that since the device was received in one piece the allegation reported could not be confirmed. Therefore, boston scientific no longer considers this to be a reportable event.

Event description:
It was reported that during the preparation for ureteroscopy procedure, the fiber broke when the laser turned on, the procedure was completed with another fiber. There were no patient complications.